Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) case of the lt.rt.pa, an approach was made from the jugular vein, and after the rv was checked with angiography, the jindo (pgw 300cm str .035) guidewire was delivered to the pa peripheral blood vessel. Then, a non-cordis balloon catheter (12mm*4cm, 80cm shaft) was delivered in order to inflate the main pa stenosis lesion. However, there was a strong resistance felt when the balloon was advancing rv bottom, and the balloon, as well as jindo, were removed from the patient. When the physician visually checked the jindo, he noticed that its coating was peeled off at 21cm to 21.5cm from the distal end, and he thought that damage made it impossible to deliver the balloon. Therefore, the jindo was replaced with another jindo, and once again he attempted to deliver it to the lesion with the balloon catheter. There was a friction felt but this time the balloon catheter successfully inflated the stenotic lesion. When the second jindo was removed from the patient, it was confirmed that the same part of the guide wire was damaged, and its coating was peeled off just as the first jindo. There was no reported patient injury and the patient was discharged eight days after the procedure. The physician suspects that because of the approach from jugular vein, the peeled off part (from 21 to 21.5cm) was placed at an acute turn of the ra bottom. When the balloon catheter was stuck at the ra bottom, the balloon¿s stiff shaft may have damaged the coating of jindo. According to the physician, the metal tip seemed to be exposed. There was no coating related foreign material confirmed inside the patient in, as this was checked with angiography and x-ray after the procedure. No other information was reported. One non-sterile guidewire ¿pgw jindo 300cm str .035¿ was received coiled inside of a clear plastic bag. The guide wire was unpacked and laid on a tray to be visually inspected. The coil wire presented with a kinked/bent condition noted at the distal tip. No delamination, exposed braidwire or other anomalies were noted. A product history record (phr) review of lot 35236367 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿coating wires¿ delaminated in patient¿ was not confirmed. The device was inspected, and no delamination condition was noted on the guidewire, only a kinked/bent condition on the distal tip was noted. The reported ¿guidewire ¿ exposed braidwire/corewire in patient¿ was not confirmed. The device was inspected, and no anomalies were noted on the briadwire, only a kinked/bent condition on the distal tip was noted. The reported ¿coating wires¿ resistance/friction in patient¿ could not be properly evaluated do the nature of the complaint for 2019-00069187 -1. The exact cause of the reported events could not be conclusive determined. Vessel characteristics and procedural/handling factors may have contributed to the reported events. The reported ¿coating wires¿ delaminated in patient¿ was not confirmed, the reported ¿guidewire ¿ exposed braidwire/corewire in patient¿ was confirmed, the reported ¿coating wires¿ resistance/friction in patient¿ could not be properly evaluated do the nature of the complaint for 2019-00069187 -2. The received device was inspected, and no delaminated condition was noted on the guidewire. However, a coating separated condition was noted. The exact cause of this damage could not be conclusive determined. Separated coating wire sections were evaluated with the vision system noting that the edges presented with evidence of elongations, frayed conditions and twisted characteristics. These characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength of the wire coating prior to the separation. The exact cause of the reported event could not be conclusive determined. Vessel characteristics and procedural/handling factors may have contributed to these events. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Precautions: store in a cool, dark, dry place. Do not use open or damaged packages. Use prior to the ¿use by¿ date. Exposure to temperatures above 54c (130f) may damage the guidewire. Do not expose to organic solvents. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating. Complications: procedures requiring percutaneous guidewire introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. Recommended procedure: use appropriately sized steerable guidewires with the selected interventional device (refer to the interventional device for compatible guidewire size). Open the sterile package slowly. To prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft. Note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Caution: before use, flush all devices entering the vascular system with sterile, heparinized saline or a similar isotonic solution. The guidewire can be loaded into the interventional device by using one of two methods (refer to the interventional device¿s instructions for use for the preferred method): insert the proximal end of the steerable guidewire into the interventional device tip and advance the guidewire until it exits the guidewire hub. Insert the distal tip of the guidewire into the guidewire hub of the interventional device and advance the guidewire until the tip exits the interventional device¿s tip. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. Note: to aid in the navigation within and selection of arteries, the guidewire may be reshaped. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torquing the guidewire. Use accepted angiographic technique for guidewire positioning. Then continue the procedure. Caution: if strong resistance is met during manipulation, discontinue the procedure and determine cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. If the tip becomes fixed within the vasculature, advance the balloon catheter as distally as possible, gently pull the guidewire back into the balloon catheter and withdraw the balloon catheter/guidewire system as a unit - never torque the guidewire if the tip becomes fixed. When desired procedure results are achieved, withdraw the guidewire and interventional device slowly. Note: when the guidewire is in the interventional device¿s inner lumen, pressure measurement and dye injection through the inner lumen may be impaired. Consult the device¿s instructions for the recommended procedure in these circumstances.¿ neither the product analysis nor the phr review suggests that the reported events could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) case of the lt.rt.pa, an approach was made from the jugular vein, and after rv was checked with angiography, the jindo (pgw 300cm str .035) guidewire was delivered to the pa peripheral blood vessel. Then, a non-cordis balloon catheter (12mm*4cm, 80cm shaft) was delivered in order to inflate the main pa stenosis lesion. However, there was a strong resistance felt when the balloon was advancing rv bottom, and the balloon, as well as jindo, were removed from the patient. When the physician visually checked the jindo, he noticed that its coating was peeled off at 21cm to 21.5cm from the distal end, and he thought that damage made it impossible to deliver the balloon. Therefore, the jindo was replaced with another jindo, and once again he attempted to deliver it to the lesion with the balloon catheter. There was a friction felt but this time the balloon catheter successfully inflated the stenosis lesion. When the second jindo was removed from the patient, it was confirmed that the same part of the guiding catheter was damaged, and its coating was peeled off just as the first jindo. There was no reported patient injury and the patient was discharged eight days after the procedure. The physician suspects that because of the approach from jugular vein, the peeled off part (from 21 to 21.5cm) was placed at an acute turn of the ra bottom. When the balloon catheter was stuck at the ra bottom, the balloon¿s stiff shaft may have damaged the coating of jindo. According to the physician, the tip metal seemed to be exposed. There was no coating related foreign material confirmed inside the patient in the check with angiography and x-ray after the procedure.